Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned and evaluated. The exposed portion of the soft cannula was observed to be kinked. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. It could not conclusively be determined if the kink prevented the delivering of insulin during the run.

Event description:
It was reported the patient's blood glucose level rose to 16.4 mmol/l (295.2 mg/dl) while wearing the pod between 1 and 4 hours. The patient reports being unsure if it was delivering insulin. As treatment a new pod was applied.